Event description:
It was reported that during a routine follow-up visit, the patient complained of muscle stimulation. Testing revealed that whenever the atrial output was raised above 5v, muscle stimulation resulted with every pace. Oversensing of noise was noted with pocket manipulation, which was reproducible with left arm movement. A lead fracture was suspected. Impedance and threshold measurements were good. The atrial lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.